Event description:
As reported by the surgeon: during the procedure, (laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, culdoplasty repair of enterocele and cervical cone of the upper one third of cervical body), the tip of the harmonic blade fractured and broke off into the pelvis. Extensive efforts of irrigating and finding the 4-mm piece of metal could not be identified. This metal will be inert." The surgeon stated, he will explain this to the patient and does not anticipate any particular problems. That there may be a small piece of free metal probably located in the pelvis, which they could not locate at the time of surgery. Pelvic washings sent to pathology, who further filtered fluid through nylon biopsy bag and no metal was found. Patient went to recovery room in stable and good condition, discharged without complications in early 2009. Pelvic washings sent to pathology, who further filtered fluid through nylon biopsy bag and no metal was found. Patient went to recovery room in stable and good condition.